Manufacturer narrative:
Continuation of medical device. Model: 5076-52, lead; implanted: (B)(6) 2006.

Event description:
It was reported that an allied health professional (ahp) phoned into tech services inquiring about how to eliminate t-wave oversensing (twos) on a patient's right ventricular (rv) lead. Multiple options were presented and tested, but no permanent reprogramming was completed until the ahp could consult with the patient's physician. The lead remains in use. No patient complications have been reported as a result of this event.